Event description:
The customer reported that the alarm unit works off and on. Sometimes the alarm sound comes from the sensor. No patient injury was reported.

Manufacturer narrative:
Evaluation -results: evaluation of the returned product shows that the motion detector has intermittent power.